Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID # 2134265-2018-05200, 2134265-2018-05201, 2134265-2018-05202. It was reported that implanted stents "collapsed". The patient has had four stents implanted in less than a year. Every six moths, the synergy stent "collapses". In (B)(6) 2018 she was hospitalized and had another stent implanted.